Event description:
It was reported that the right ventricular (rv) lead was capped due to noise during a system upgrade procedure to a subcutaneous ICD (s-ICD). The patient was stable with no additional adverse consequences.